Event description:
It was reported that a stem fractured while (B)(6) male was pushing up from the floor.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of event. Review of manufacturing records demonstrate that all materials met release criteria.